Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse removed/replaced the usm due to 23087 errors. Following service, the system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue after opening the usm carriage and removing the instrument sterile adapter (isa) printed circuit assembly (pca), there was debris on degrees of freedom (dof) 7 rotor and the lens of the isa pca. As a fix, fa replaced the dof 7 rotor assembly.

Event description:
It was reported during a da vinci-assisted procedure the system encountered repeated error 23087 on universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reported from offsite the surgeon disabled usm3. The csr reported the surgeon tried to power cycle the system with no change. Logs reflect a repeated error 23087 on usm3. The error logs reflect the user disabling the usm. The csr explained the surgeon is proceeding with the procedure using usm 1, 2 and 4. The technical support engineer (tse) explained to the csr the customer could attempt to resolve the issue through a hard power cycle. Tse explained how to complete the hard power cycle to the csr. The csr is requesting the fe follow up to assist in resolving the usm3 issue. Isi completed follow up with the robotics coordinator and confirmed that the procedure was completed using 3 arms and there was no reported patient injury. Patient demographic information was requested, but the site explained the information was not available.